Event description:
Nellcor puritan bennett rec'd a call from a biomed tech with facility on 04/14/1999. The owner called to report the following problem: no volume delivered with all leds on and constant single tone alarm. Found during bench testing.